Event description:
During an incident in 2000 involving a male fall pt in "code blue" cardiac arrest, the crew did CPR, gave high flow oxygen via bag valve mask and administered 3 shocks with this defibrillator but the pt remained in full arrest. The monitor read low battery. The crew changed the battery and broke the battery latch. They administered 3 more shocks and turned pt care over to an acls crew. The pt was pronounced at the scene by paramedics after IV drugs and more shocks were administered.

Manufacturer narrative:
The returned defibrillator was found to be unable to retain the battery. The battery eject/retainer arm was cracked so that it was unable to hold the battery. Additionally, the unit's back panel (battery housing) and battery contact assembly were cracked. The customer said that while changing the battery at the scene, they broke the retainer. They were able, per their report, to shock the pt 3 more times before an acls crew took over. The broken case parts were replaced and proper operation for pt treatment was verified. The customer was sent a letter explaining our evaluation. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency. Each of which has reslted from laerdal's receiving information relating the agency's current thinking with respect to MDR regulation interpretation and enforecement policy.